Event description:
It was confirmed that this issue was resolved by replacing the prs sensor. The dws is still in use in the field without replacement.

Manufacturer narrative:
Additional information: b5, d1, d4, g3.

Manufacturer narrative:
One ensite x ep system patient reference sensor (prs) 3 was received for evaluation. Visual inspection revealed the prs connector was free of physical damage. The cable length was free of cuts or nicks. The prs-p was evaluated by performing a continuity test, which revealed all coils were functioning as expected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported communication issue and subsequent delay could not be determined.

Event description:
During device preparation with the patient in the room, a communication issue occurred which delayed the procedure. During prep, before starting the ablation procedure, the prs sensor was not displayed during prs recognition, and the prs was not recognized. The ensite system and amplifier were restarted, the field flame and prs were reconnected, and the magnetic field was turned on and off with no resolution. The patient temporarily left the catheterization room to exchange the dws for a non-abbot product (carto). After the preparation for carto was completed, the patient re-entered the room and the procedure was completed with no adverse consequences to the patient. The procedure started one hour late. There were no adverse effects on the patients due to the delay in the start.